Event description:
It was reported that after the implantable neurostimulator was implanted during a battery replacement procedure (due to normal battery depletion), high impedances were measured on c+7, 9-7, 5-7, and 6-7. Impedances were within normal limits prior to neurostimulator replacement. Connections were checked and impedances were measured again. All contacts on the left were high, and c5, c6, c7, 5-6, and 5-7 were high on the right. The adaptor was replaced and all impedances were then within normal limits. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Continued from concomitant medical products: adaptor model 37092 lot# 255730001 implanted (B)(6) 2012 explanted unk; lead model 3387-40 lot# j0444033v implanted (B)(6) 2005 explanted unk; extension model 748266 serial# (B)(4) implanted (B)(6) 2005 explanted unk; 748266 serial# (B)(4) implanted (B)(6) 2005 explanted unk; lead model 3387-40 lot# j0444033v implanted (B)(6) 2005 explanted unk; programmer model 37642 serial# (B)(4); adaptor model 64002 lot# n248022 implanted (B)(6) 2010 explanted (B)(6) 2012. Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the adaptor model 64002 lot# n248022 found two sets of setscrew impressions: one in the correct location and the other too far proximal on the insulation. The proximal end of the connector was not completely seated in the implantable neurostimulator connector port when tested with an ins. Correction: adaptor model 37092 lot# 255730001 implanted (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.